Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample when tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run #451 generated a sars-cov-2 positive, influenza a positive, influenza b positive result for a patient¿s sample. The patient¿s same sample was repeat tested on a different cobas® liat® system (s/n not provided) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. During the systems assessment, it was noticed that on (B)(6) 2021 one additional sample was identified to have generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample during run #359. The patient¿s same sample was repeat tested analyzed on a different cobas® liat® system (s/n not provided) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal with m4rt (3ml). This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The negative results were reported out to the patients and/or personnel treating the patients. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).